Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope coating on the image guide (ig) tube was found to be peeling off (1 mm2 or more). There were no reports of patient involvement.